Manufacturer narrative:
Result - auxiliary outlet.

Event description:
It was reported by service report that the auxiliary outlet and power cord were damaged. No pt involvement or adverse consequences were reported.